Manufacturer narrative:
Device discarded by the customer.

Event description:
The user facility reported that the device began leaking during a procedure. There was no delay, no medical intervention, and no adverse consequences.